Manufacturer narrative:
No add'l info is expected. If add'l medical or product info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Event description:
On (B)(6) 2012, our (B)(4) affiliate received info from a pt who reported an adverse event occurred eight years ago while wearing an (B)(6) 2 contact lens (cl). The pt reported wearing an (B)(6) 2 cl for more than 2 weeks. According to the pt, when the lens was removed from the right eye (od), the pt noticed the od was red, the lens was torn and the pt experienced a foreign body sensation. The pt was seen at an eye clinic and was diagnosed with a corneal ulcer od. The pt said that medication was injected directly into the od and the pt was prescribed eye drops, instructed to discontinue cl wear and return for f/u. The pt was told that he/she would recover soon, but the symptoms did not resolve following several f/u visits. The pt said he/she was referred to a large hospital, was admitted and following a week of inpatient treatment. The pt fully recovered. The pt did not recall the name of the hospital. The pt did not have the lot number or the product in question. The pt provided written consent to his/her eye care professional (ecp) to provide info about this event. The ecp's office was contacted on (B)(6) 2012 and a clerk provided the following info. The pt had visited the clinic in 2004. The clinic stored medical records for 5 years and the pt's medical records had been discarded. Other than confirming that the pt had visited the clinic in 2004, the clinic had no add'l info about this event.